Event description:
Customer reported that corrected reports were issued for multiple high creatinine results after physician questioned results. The account stated three pts were hospitalized due to the falsely high creatinine results. One pt had an unnecessary renal ultrasound which was normal and pt discharged. The other two pts were retested, with a normal creatinine result, and were discharged. (One of the three pts was a renal/pancreas transplant.) This event is being filed in the excess of caution.

Manufacturer narrative:
The event is under investigation. Preliminary results indicate that there may have been some type of moisture in the incubation bath and/or clouding on the cuvettes. Troubleshooting procedures were followed. A customer cuvette cleaning procedure did not follow olympus' labeling. A revised procedure is now in place. If the investigation reveals significant new info, a f/u will be submitted.